Event description:
Customer reported fluctuating blood glucose levels and the pump time/date were incorrect. During troubleshooting with tandem technical support, while customer was correcting the time/date, customer noted that the time was set to am instead of pm. Reportedly, customer accidentally set the pump to am instead of pm when resetting the pump for daylight savings time. Customer reset time/date successfully.

Manufacturer narrative:
(B)(4) 2014 followup: customer's blood glucose level was 71 mg/dl. Customer drank some juice and also administered 36 units of insulin. Customer's blood glucose level was 274 mg/dl after drinking juice. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.